Manufacturer narrative:
Product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2013, product type lead product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type lead.

Event description:
Additional information received indicated that patient revision took place on (B)(6) 2013. The doctor opened the pocket site and found that the left lead was not connected in the battery. Lead was in battery so it was showing normal impedances but was not torqued. It was indicated that patient was doing fine now.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there were ¿higher¿ impedances. Impedance readings were at 6000 or 7000 ohms on contacts 6, 7, and 8, using the zero reference electrode. Impedances on contacts 0, 1, and 2 were within normal limits. The patient was not feeling stimulation on the left-hand side. The reporter attempted to use the contacts with lower impedance and using a pulse width of 100 with 10.5 amplitude and there was still no response. The patient ¿just stopped feeling it¿ about three weeks ago with no known falls or trauma. It was later reported the patient was scheduled for a revision on (B)(6) 2013. No lead fractures were seen by x-ray and the lead did not appear to have moved.